Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the display was frozen and the buttons and time were not working. The customer's blood glucose reading was unknown. The customer completed troubleshooting and was able to get the screen back to normal and said everything was functioning. However, the customer called back later to report that the buttons were sticking. Nothing was replaced or returned.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device programmed with the current time and date then monitored for several days. The time and date functioning properly and no time loss/gain anomaly was noted. No unexpected display anomaly noted during testing. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Device received with scratched case and fading serial number label.